Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they experienced stimulation at the wrong location; ins site on (B)(6) 2019 on program 1. No falls or trauma was reported. Patient changed from program 1 to program 2 and had to decrease stimulation from 2.8 because patient stated it was too high. It was confirmed that the therapy was on. At the end of the call patient stated by the end of the call he is feeling comfortable stimulation in their testicles. Patient was recommended to consult with their health care professional about program 1 and have the leads and ins checked. O further information was required or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that it seemed to have stopped working. They further started that they changed to program 2 and it was automatically set on number 5 and was very painful in their testicles and they turned it down to 2. No further complications were noted or anticipated